Event description:
It was reported that during a diagnostic colonoscopy, the single use ligating device may not have been deployed correctly. Upon further follow up, the customer indicated that the device anchored itself around the patient's tissue. The proceduralist could not remove it for a prolonged period because the slider part of the device detached from the operation wire. The procedure was completed with the same device with a delay greater than or equal to 30 minutes. There were no reports of further patient harm.

Manufacturer narrative:
Additional information was requested including further patient details, outcome, and method of device removal, but no customer response has been received at this time. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.